Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: due to damage on switch 1 water tightness was lost, scope cover had a crack, switch 1 had a cut, grip had discoloration, control unit had discoloration, switch box had discoloration, right/left knob had discoloration, up/down knob had discoloration, indication on flexibility adjustment ring was unclear, plug unit had discoloration, scope connector case unit had discoloration, scope cover unit had discoloration, due to damage on channel tube water tightness was lost, due to wear of angle wire bending angle in up direction did not meet the standard value, objective lens had a scratch, light guide lens had a crack, adhesive on bending section rubber had wear, connecting tube had a cut, and the universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope small wheel was not maneuverable. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the whitish foreign material inside the jet tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the jet tube was not identified and there was no physical damage where the foreign material was found. Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from the biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: detection methods in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.